Event description:
The device was used during a procedure on the pelvic. Reportedly, the seal portion broke and disengagd into the pt's cavity. The surgeon was able to retrieve the pieces and applied another device to complete the procedure. The hosp has reported no pt injury occurred.